Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated a low sodium (na) result of 121 mmol/l on one (1) patient sample, which was reported out of the laboratory. The physician questioned the result because the patient's na historically runs in the 130s. The patient has a triglyceride (tg) value of >20,000 mg/dl, so customer questioned a possible lipemia interference. Per bec hotline's suggestion, the sample was re-assayed after ultracentrifugation producing a result of 134 mmol/l. The result was amended. The customer did not provide the lipemic index or visual turbidity assessment of the sample. Treatment was not initiated or withheld based upon the low result reported.

Manufacturer narrative:
No details were provided for the sample collection. Qc prior to and after the event was within lab-established ranges. This issue was sample specific; thus service was not dispatched.